Manufacturer narrative:
The customer reported communication loss on the center nurse's station (cns) for one bedside monitor (mu-631, sn (B)(4)). Technical support troubleshot the issue, but the customer requested someone to visit the site and resolve the issue. An nk tech visited the site and resolved the issue by correcting the ip address. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: on 08/19/2021 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I don't have access to any of that information. Attempt # 1: on 08/19/2021 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I don't have access to any of that information. Attempt # 1: on 08/19/2021 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I don't have access to any of that information. Additional model information: concomitant medical device: the following device was used in conjunction with the central nurse's station (cns): bedside monitor (bsm): model #: mu-631ra. Serial #: (B)(4). Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Event description:
The customer reported communication loss on the center nurse's station (cns) for one bedside monitor. There was no patient injury reported.